Event description:
A (B)(6) female with history of breast ca had port-a-cath inserted (B)(6) 2016 for administration of chemotherapy. The pt completed her treatment and at the time of removal of the port-a-cath in ir on (B)(6) 2016, while trying to remove the port from the pocket. The port catheter separated from the port and retracted up to the right supraclavicular area. The port was removed in its entirety. The catheter could not be retrieved via the port pocket and therefore a right common femoral vein approach was selected. Fluoroscopic retrieval of the port catheter was accomplished through the right common femoral vein with no foreign body lift.